Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube pushed off the non-patient end needle during use. The following information was provided by the initial reporter, translated from chinese to english: hospital clinical laboratory director of complaint nearly 2 weeks since the use of bd sst tube, sustained pursuance of spring tube problems, customer after his discovery screening all mining in the blood vessels, only outstanding bd sst tube have tube push off issue.

Manufacturer narrative:
The reported lot # [9123770] was not found for the reported catalog # [367989]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube pushed off the non-patient end needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: hospital clinical laboratory director of complaint nearly 2 weeks since the use of bd sst tube, sustained pursuance of spring tube problems, customer after his discovery screening all mining in the blood vessels, only outstanding bd sst tube have tube push off issue.